Event description:
Procedure: law anterior resection/double stapling. According to the reporter: the rectum was resected with curved cutter. An eea31 was used for the dst anastomosis. Staples were not formed properly and the knife cut the tissue. Add'l resection was done, and a sst anastomosis was performed. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)